Manufacturer narrative:
Gtin: not available as the product code and/or lot number was not provided. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is not available.

Event description:
In line, codman hakim precision valve with siphonguard in nph patient. Recent externalization of vp shunt, because they thought patient had an infection in the abdomen. Later it appeared that the vp shunt was infected (on (B)(6) 2014); there was also a liquor leakage at the exit port of the distal catheter near the clavicle (right). During complete explantation of the vp shunt ((B)(6) 2014), they've found a rupture of the housing of the siphonguard. This was the cause of the liquor leakage.